Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All keypad buttons were responsive to button presses. The keypad was removed and no evidence of contamination was found on key contacts. The lock and unlock functions worked properly. The complaint of a keypad response issue was not duplicated. Unrelated to the complaint, investigation revealed evidence of moisture corrosion on the keypad connector, on display board and on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 02-jul-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.